Event description:
It was reported that, "the pt had a ceramic on ceramic hip replacement which is now squeaking and grinding very loudly. The squeaking began approx (B)(6) 2011. She had x-rays and bone scans to make sure her implants were intact, which they were. The surgeon told her the only remedy is to have the head and liner replaced. She is very concerned about the possibility of having to have another surgery."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.